Event description:
It was reported to philips that unit froze during reboot for 25 minutes; logs showed no errors on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service informed customer to hold 'off' button longer for reboot. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).